Event description:
During the procedure (laparoscopic cholecystectomy, intra-op cholangiograms), a piece of the olson clamp used for the cholangiogram broke off (the part that holds the catheter). There were no complications during surgery and the retrieval was immediate. Diagnosis for use: use in gallbladder removals that require cholangiograms. FDA safety report ID (B)(4).